Event description:
It was reported that the device could not be interrogated. A magnet was placed over the device and no pacing outputs were observed. The asymptomatic patient had an intrinsic rhythm of approximately 40 beats per minute. Three months prior, the battery data was 2.66 v, 14 ua, and 8.7 k with an estimated remaining longevity of 0.5 years. The device was replaced.

Manufacturer narrative:
No medwatch form was received.